Manufacturer narrative:
The reported malfunction was observed during review of the device's activity logs. Review of the device log show "1041 - o2 supply pressure high failure" and "3041 - supply pressure high" messages. A high priority alarm such as 1041 will cause a ventilator to stop ventilating. However, after extensive testing the reported problem could not be duplicated. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician manually ventilated the patient prior to obtaining another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.